Event description:
Pt states her new md said that her previous md injected the synvisc incorrectly into her joint and caused swelling in her entire leg and had a bad reaction from it. Dates of use: (B)(6) 2018.